Event description:
It was reported that an arteriotomy closure of a mildly calcified right common femoral artery was achieved using a starclose se device after a diagnostic procedure. Reportedly, the device was deployed and there was difficulty removing the device from the patient's anatomy. The device was removed using the access ports and safety release. Hemostasis was achieved by the deployed clip. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. Additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - patient selection - per the instructions for use, do not deploy clip in areas of calcified plaque. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned device did confirm the reported device issue. The returned device was received fully clip deployed and in the access port retracted configuration. The deployed clip was not returned. The sheath was fully slit and undamaged. The delivery tube was undamaged and properly aligned for the access port retracted state. Internal inspection determined all components were undamaged and in their proper positions. The flex-guide was undamaged, however all four vessel locator wings (vlw) were damaged with two broken vlw and two vlw bent. The pusher body joint was intact. The vlw were inspected and the broken vlw were complete and all vlw were securely attached to the vessel locator assembly. The damaged vlw confirmed the reported event of difficult removal. The retracted positions of the device components indicated the safety release mechanisms functioned as designed. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. Based on the investigation, no product deficiency was identified.